Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was freezing up on the device. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the screen was freezing up and the liquid crystal display (lcd) was off. The customer biomedical engineer (bme) could not duplicate the issue and the device was responding to touches properly when tested. The rse went through the touchscreen calibration with the customer bme, and the device continued to work fine. The rse provided the customer with the latest service manual to point out the location of the lcd cable going to the power management (pm) printed circuit board assembly (pcba). The rse advised replacing the touchscreen and provided the touchscreen part information to the customer. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received, it was stated by the customer bme that they performed a touchscreen calibration on the device. The bme stated that the next day they contacted the respiratory therapist supervisor who reported that the device was ran "for quite a while" and there was no issue observed with the screen again. The respiratory therapist supervisor was satisfied with the outcome of the calibration. The bme stated that they would request the respiratory therapist supervisor provide the patient information from the time of the event. In a gfe response from the customer bme received, it was stated that the patient information was unknown to the bme. The investigation is ongoing.